Event description:
The pump was returned for investigation. Investigation revealed that the contrast and up arrow keypad buttons were intermittently unresponsive. The bolus button was not responsive due to the missing bolus button cover. There was evidence of keypad contamination found under the key contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button cover was found to be missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the audio bolus button was unresponsive and the contrast and up arrow keypad buttons were intermittently unresponsive. All of the other keypad buttons responded to button presses as expected and had normal spring back. There was evidence of keypad contamination found under the key contacts.